Event description:
In 2007, I administered properly my contact lens using the amo complete moisture plus as the clean rinse. My lenses were stored in this solution over night as usual. I noticed after the 8 hours I wore the contacts (soft lenses extended wear), produced severe irritation to my eye as well as a white filmy discharge. I did not wear them and hoped it would subside. One week later, I learned of the recall regarding this product. I called my doctor on memorial day and saw her four days later. I received the antibiotic tobradex for 7 days and followed up with my doctor fifteen days later. In 2006, I was diagnosed with an eye infection and received tobradex. Subsequently, I realized now that I was using the amo solution at that time as well. I had troubles off and on using this product since....2006. I do have medical records. Four pairs of lenses are to be discarded due to this infection and recall. Dates of use: 2005 - 2007. Diagnosis or reason for use: infection. Event abated after use: no. Event reappeared after reintroduction: yes.